Event description:
Boston scientific received information that during a procedure to implant this implantable cardioverter defibrillator (ICD), when the chronic competitor sq array was connected to this device and the sq array was tested in triad configuration, a high out of range shock impedance measurement was received. The measurement was done manually, and a shock was not delivered. When tested with a configuration of distal coil to ICD, the impedance value was within range. The ICD and competitor sq array remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this issue is expected, this investigation is considered complete. Should additional information become available, this investigation will be updated.